Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 242 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Upon troubleshooting with tandem technical support it was found that the customer was not practicing the proper air removal technique and was loading cold insulin into the cartridge.